Event description:
It was reported that the procedure was performed in the mid distal right coronary artery (rca) with mild calcification and no tortuosity. The dragonfly catheter experienced resistance while advancing due to the device itself, and became kinked at the guide wire exit port. The physician commented that the pushability of the catheter was not favorable and that the catheter was flimsy. The catheter was exchanged for a new dragonfly catheter which completed the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. The returned device was noted to have a stretched and torn exit notch. No additional information was provided.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported difficulty to advance and use of device problem were unable to be confirmed; however, the reported kink was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance, kink, and use of device problem appears to be related to circumstances of the procedure. In this case, it is likely that the catheter kinks occurred due to the patient anatomical conditions or use techniques employed. The stretched and torn guidewire exit notch is consistent with the catheter being inserted and removed from a guidewire, but are not directly attributable as a causes to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.